Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: united kingdom. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that approximately 1 day post implantation, the patient experienced disassociation of the glenosphere. Subsequently, the patient was revised, during which it was noted that there was still some bone around the humeral stem which prevented the full seating of the humeral tray, leading to disassociation. The central screw was also found to have disengaged. The tray, poly, and glenosphere were revised. Attempts have been made and no additional information is available.